Event description:
It was reported the patient had received shock therapy (60 inappropriate shocks) and she was holding her son. The patient reported "he's been having problems ever since I was shocked." Additional information has been requested and not received. It was also reported that the fidelis lead had had high impedence and was oversensing and was explanted and replaced. Further reported that as a result of the inappropriate therapy, the battery was drained, and the device was removed and replaced.

Event description:
It was reported the patient had received shock therapy (60 inappropriate shocks) and she was holding her son. The patient reported "he's been having problems ever since I was shocked." Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.